Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter noted on an anonymous survey that the patch falls off sometimes. It was reported that the patch seems to dislodge because of sweating and showering. No additional information was provided related to the complaint. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.